Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer¿s other blood glucose levels were around 200 mg/dl, 218 mg/dl and almost 300 mg/dl. Customer was using auto mode. Customer was treated with insulin shot. Customer had symptoms like nausea. Customer reported that the insulin pump went blank and turned off and then it came back on. Customer also reported that the insulin pump had hardware low level failures alarm occurred during self test. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose and insulin pump error alarm. The insulin pump will be returned for analysis.